Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had no issues on order crossing. A technical support specialist (tss) connected to the server and ran downtime queries, confirming that the last processed xml time was current. Executed query from knowledge article, medes: interface delayed/down notice, which verified that messages were crossing normally. No delays were observed for patient or pharmacy orders on the health sight viewer (hsv). The system functioned as intended when the technical support specialist checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossed over from electronic privacy information center (epic). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.